Event description:
A tech reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The tech reported the pt had more astigmatism than before the procedure. She reported the surgeon does not feel the iol was defective, but does not have an explanation for the refractive surprise. In a follow up phone call with the tech, she reported the cause of the refractive surprise was the iol not being aligned with the postoperative steep meridian. The tech reported the intended and current orientation of the iol was 90 degrees, so the iol did not rotate. Additional info has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 01/24/2011, 01/26/2011, and 02/09/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).